Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation that was 'itchy and red'. The patient's physician advised her to use an unknown cream. The medical outcome of the area is unknown. The patient's physician ended use of the lifevest as the patient was implanted with an ICD.